Manufacturer narrative:
The reported event could be confirmed. The device returned was broken on the transition radii of the thread undercut to the stop shoulder of the thread connection. A microscope analysis of the surface of the device shows a brittle area, which proves that the material was subjected to a significant amount of stress, which lead to the breakage without significant plastic deformation. This leads us to conclude that this event was due to a user related root cause. The analysis of the device resulted in finding that the thread of the strike plate had been damaged by excessive load application resulting from incorrect engagement in the counterpart. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that while inserting the nail, the impactor sheared off leaving the threaded end in the nail adaptor. The case was completed using other instrumentation on the set.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that while inserting the nail, the impactor sheared off leaving the threaded end in the nail adaptor. The case was completed using other instrumentation on the set.